Manufacturer narrative:
Product event summary: analysis confirmed the reason for return. At startup the programmer displayed a pop-up screen that the update failed, the software update was not completed. The programmer hangs when trying to update the programmer software. A new software installation was required to solve this problem. It was also noted that the stylus was not working so the stylus was replaced and the touchscreen was calibrated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to upgrade the software on the programmer. The programmer was returned for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.